Event description:
The surgeon was inserting a 23.5 diopter three piece collarmer model cq2015 lens into patient's eye and the plunger of the injector tore the back haptic off and damaged the haptic junction. The surgeon cut the lens in half to remove the lens from the eye. Another collamer 3-piece lens was inserted in the eye. There was no paient injury. The reports stated that the cause of the lens scar was due to the mouth of the injector is to sharp and does protrude out of cartridge tip for enough.